Manufacturer narrative:
Analysis found that functionally, both inner and middle assemblies would rotate freely. The blade was placed into an handpiece with no issues with fitment. The settings were placed on 7,500 rpm in oscillating mode. During use, the blade exhibited vibration/wobble, as the customer reported. A concentricity gauge was used on the inner shaft, and the hub was found to be eccentric to the inner shaft. H6: fdm b17, fdr c20 and fdc d14 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that when they tried using the two different blades during a case, the blade got really bad vibrating and were unable to use the blades. Both blades had the same lot number and when they switched to a different lot number, the issue was relieved. They also switched out the shaver. It was also mentioned that the customer doesn¿t think the issue is with the shaver and only the blades. There was no known patient impact. On follow-up, it was reported that the event happened when they plugged into the console and started to use the blade on the patient and noticed the vibration during a procedure for functional endoscopic sinus surgery (fess). There was no patient impact.